Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced two events of infusion set kinked cannula on (B)(6) 2024 and (B)(6) 2024. The insertion site was abdomen or thigh area. The infusion set was in use for less than forty-eight hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.